Event description:
This spontaneous case was reported by an other and describes the occurrence of pelvic pain ("pelvic pains") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("horrible joint pain that prevented her to sleep"), menorrhagia ("hemorrhage periods"), ear pain ("pain at one ear"), myalgia ("joint and muscular pain"), formication ("formication on one leg"), amnesia ("loss of memory"), fatigue ("severe fatigue") and pain ("pains"). The patient was treated with surgery (resection of uterus and tubes to remove the implants). Essure was removed. At the time of the report, the pelvic pain, arthralgia, menorrhagia, ear pain, myalgia, formication, amnesia, fatigue and pain outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, ear pain, fatigue, formication, menorrhagia, myalgia, pain and pelvic pain with essure. The reporter commented: case reported from a journalist via publisher 20 minutes. Patient had the first symptoms 4 months after insertion of essure. Physician of the patient advised her to see a psychologist because the pains were in her head. She had to underwent a resection of tubes and uterus to remove the implants. Further company follow-up with the other is not possible. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.